Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right breast prosthesis deflation, right breast tenderness and soreness. Concomitant medical products: mentor smooth round moderate profile 425cc saline breast prosthesis, catalog #3501670, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision procedure with a mentor smooth round moderate profile 425cc saline breast prosthesis that deflated after implantation. The patient noticed a change in the shape of her right breast. In addition, the patient feels tenderness and soreness in her right breast. As a result, the patient will undergo bilateral explantation and replacement with unspecified saline breast prostheses on (B)(6) 2020.

Manufacturer narrative:
On 11/22/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06-apr-2020, mentor received additional information about the event. It was originally reported that the patient¿s explanted breast prostheses were replaced with unspecified mentor saline breast prostheses. New information states that the patient¿s explanted breast prostheses were replaced with mentor memorygel breast implant 450cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08-feb-2020, the mentor failure analysis lab received the device for evaluation. On 13-feb-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the reported information, the patient experienced breast pain and a deflation in the saline breast implant. During visual evaluation of the device, a crease was observed in the anterior view. Additionally, a tear within the crease was noted, measuring approximately 0.3 cm. The evaluation determined that the rupture is consistent with a crease/fold rupture. These kinds of findings are a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device, such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).